Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on an unknown date. On (B)(6) 2023, biliary stent migration was noted. No patient complications were reported due to this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: (B)(6). Block h6: imdrf device code a010402 captures the reportable event of stent migration.